Event description:
A physician attempted arteriotomy closure using the starclose device. The physician had to use force in retracting the starclose post deployment of the clip.

Manufacturer narrative:
Upon eval of the returned device, a malfunction was identified with the safety release rod. Review of the device history record for this lot did not produce any findings attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".